Event description:
It was reported to boston scientific corporation, in 2009, that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. Post-procedure, while cleaning, the nurse found solution and water-like liquid inside the probe. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed on MDR-reportable malfunction of temperature reading out-of-specification.

Manufacturer narrative:
Refers to event description that the temperature monitor was discovered to have a water-like liquid inside. The suspect device, a prolieve temperature monitor, was returned and visually inspected. The plastic guide was cracked. There was no evidence of separation or excess glue. The bottom face of the plastic locking diameter was cracked. Condensation was observed inside the stem diameter, confirming the complaint as reported. There was no other evidence of damage or imperfections. Per the functional test, the rtm was not reading temperature properly on one of the thermocouples, which can occur when the sensor gets wet from the liquid inside the rtm bulb.